Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient developed a pressure sore, which progressed to skin breakdown and infection at the implant site (specific date not reported) due to strong magnet retention. The patient was subsequently hospitalized (specific date not reported), and treated with IV antibiotics followed by oral antibiotics (specific date and duration not reported). The symptoms resolved. Later, the patient was reimplanted with another cochlear device on (B)(6) 2025.